Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of angina is listed in the xience sierra, everolimus eluting coronary stent system electronic instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the unspecified treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.25x33mm xience sierra stent was implanted on (B)(6) 2020. On (B)(6) 2020, the patient was re-admitted due to atherosclerotic heart and angina. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.